Manufacturer narrative:
Other applicable components are: product ID neu_unknown_prog, serial# unknown, product type: programmer, physician.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) in regards to a patient who was being treated with compounded baclofen intrathecal 2250 mcg/ml at 441 mcg/day for intractable spasticity and spinal cord injury/spinal cord disease. A programming error occurred where the wrong drug concentration was entered. When the pump was interrogated on (B)(6) 2016, the concentration was 2000 mcg/ml, but the managing healthcare provider said the concentration was 2250 mcg/ml in the pump. The managing healthcare provider thought that he had forgotten to change the concentration at the last refill. Assistance was needed in calculating the dose if the pump was programmed at 2000 mcg/ml but the pump actually contained a concentration of 2250 mcg/ml. Information was later received from a company representative who had spoken with the managing physician who "may have not updated the pump with the new concentration." The managing physician had not realized his omission and increased the dose because of an increase in tone. The previous dose was not known. The rep worked with the manufacturer's tech support to calculate the exact dose and rate equal to what the patient was actually getting. No other symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.